Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient implanted with an impella 5.5. The patient exhibited a hematoma with a "probable" relationship to the impella device used and had a hematoma evacuation. Additionally, the patient exhibited an insertion site infection with a "probable" relationship to the impella device used. The patient had impella washout with debridement of skin, tissue, muscle and fascia. Cultures of the insertion site came back positive for proteus and pseudomonas. Wound vac was placed, and the patient was treated with antibiotics. It was further reported by loqi that the patient endured thrombocytopenia with a "possible" relationship to the impella device used. The patient received four units of platelets. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella 5.5 for use during cardiogenic shock, section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella 5.5 with smartassist for use during cardiogenic shock states the following: section: table 3.2 impella catheter components, ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings, ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿